Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving intrathecal baclofen via an implantable infusion pump. The specific type of baclofen, lot#, concentration and dose were not reported. The pump¿s indication for use (IFU) was listed as intractable spasticity. It was reported the actual residual volume (25ml) was greater than the expected residual volume (5ml). A roller study and dye study were planned. The patient experienced irritability; which was a sudden change. The event date was unknown; however, reportedly a few weeks ago. Additional information has been requested for specific drug information, other medications that the patient was taking at the time of the event, medical history, results of the planned tests, cause of the volume discrepancy, actions/interventions taken to resolve the volume discrepancy and irritability and the outcome. If additional information is received, a follow-up report will be submitted.